Event description:
It was reported that the patient presented with pain and shortness of breath. An echocardiogram confirmed a perforation of the right ventricle and a pleural effusion. The right ventricular (rv) lead was explanted and the ventricle port was plugged and the pacemaker was reprogrammed to atrial pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.